Manufacturer narrative:
The insulin pump was received with unresponsive bolus express buttons due to corroded keypad traces. Also, traces of corroded at the lcd board per visual inspection. The insulin pump was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they received several alarms. The customer reported that the insulin pump was restarting itself. The customer also reported that the insulin pump would not stop filling during fill tubing. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.